Manufacturer narrative:
Correction: h3: "not returned to manufacturer" should be checked instead of "evaluation summary attached"

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02502. It was reported that erosion was observed. The right atrial and right ventricular leads were explanted. The patient was stable.